Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). The 24 x 2.50mm rebel stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the stent was damaged. The procedure was completed with dilatation and placement of another rebel stent. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system and stent. The balloon was tightly folded with the stent secure between the markerbands. There were numerous kinks through the hypotube of the device. Microscopic examination presented no damage or irregularities to the stent, tip, balloon and markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). The 24 x 2.50mm rebel stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the stent was damaged. The procedure was completed with dilatation and placement of another rebel stent. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).